Event description:
A discordant, falsely elevated cyclosporine a (csa) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on two alternate dimension vista instruments and resulted lower. The patient was redrawn and the new sample was tested, resulting above the assay range. The sample was diluted with a 1:4 dilution and repeated on the same instrument and one alternate dimension vista instrument, resulting lower. The results from the 1:4 dilution were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant csa results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced the integrated multisensor technology (imt) probe and checked the probe alignment. The cse checked the imt mixer, which was acceptable. The csa method was recalibrated on the instrument. A new sample was obtained from the patient and tested for csa with a result of 314 ng/ml, which was expected. The cause of the discordant csa results on samples from one patient is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.